Event description:
When a flow sensor of a heart lung console was brought out from a box, erratic reading was observed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaulation is in progress, but not concluded.